Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect access solution selected for watchman left atrial appendage closure (laac) procedure. During the procedure pericardial effusion developed shortly after transeptal puncture (tsp). The septum was very aneurysmal, and the physician had a tough time advancing the was sheath into the left atrium (la). The pigtail catheter was able to be advanced into the appendage, but an effusion was noted, the patient heart rate increased and the blood pressure decreased significantly. There was no noticeable contrast staining from dye shot. Once the effusion was noted a pericardiocentesis was performed with about 600 ml of bright red fluid drained. The patient vitals immediately stabilized once the fluid was drained and the left ventricle (lv) function was normal. A drain was placed in the patient and was discharged to the intensive care unit (ICU). The patient was discharged and is expected to fully recover. The procedure was completed with original device. No product return indicated. It was further corrected that the procedure was cancelled after the discovery of the pericardial effusion. It was further reported that versacross rf and dilalot were inside the body when complication occurred. No notable malfunctions were noted during procedure. Physician did not believe products contributed to complication. Patient was not stable when complication was noted. Blood pressure dropped significantly. It was believed that sheath may have penetrated posterior wall of the heart which caused the effusion.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device analysis: it was indicated the device was disposed of by the facility; therefore, a technical analysis of the complaint device could not be completed; therefore the reported allegation cannot be confirmed. Labeling based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross rf wire risk documentation was completed and confirmed that the event of pericardial effusion, cardiac tamponade, arrhythmia, hypotension and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Upon review of the complaint, the information provided does not indicate a new hazardous situation. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, cardiac tamponade, hypotension and tachycardia are a known inherent risk of device of the versacross connect laac access solution, as events are anticipated in nature as per the IFU as reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
A pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect access solution was selected for watchman left atrial appendage closure (laac) procedure. During the procedure, pericardial effusion developed shortly after transeptal puncture (tsp). The septum was very aneurysmal, and the physician had a tough time advancing the was sheath into the left atrium (la). The non-boston scientific pigtail catheter was able to be advanced into the appendage, but an effusion was noted, the patient heart rate increased and the blood pressure decreased significantly. There was no noticeable contrast staining from dye shot. Once the effusion was noted a pericardiocentesis was performed with about 600 ml of bright red fluid drained. The patient vitals immediately stabilized once the fluid was drained and the left ventricle (lv) function was normal. A drain was placed in the patient and was discharged to the intensive care unit (ICU). The patient was discharged and is expected to fully recover. The procedure was completed with original device. Product return is not expected.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. It was reported that versacross connect access solution selected for watchman left atrial appendage closure (laac) procedure. During the procedure pericardial effusion developed shortly after transeptal puncture (tsp). The septum was very aneurysmal, and the physician had a tough time advancing the was sheath into the left atrium (la). The pigtail catheter was able to be advanced into the appendage, but an effusion was noted, the patient heart rate increased and the blood pressure decreased significantly. There was no noticeable contrast staining from dye shot. Once the effusion was noted a pericardiocentesis was performed with about 600 ml of bright red fluid drained. The patient vitals immediately stabilized once the fluid was drained and the left ventricle (lv) function was normal. A drain was placed in the patient and was discharged to the intensive care unit (ICU). The patient was discharged and is expected to fully recover. The procedure was completed with original device. No product return indicated. It was further corrected that the procedure was cancelled after the discovery of the pericardial effusion.

Manufacturer narrative:
Correction to the initial MDR in block(s) describe event or problem (b5), in section b - adverse event or product problem and impact code (f10 and h6), in sections f - user facility/importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.